Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 64, 152, 143 mg/dl. Tests were done within >10 mins with a differenc of 43%. Pt did not experience any adverse events. No further info has been reported. Note-customer ate food and drank beverage following use of meter.